Event description:
Complainant alleged that the medics were called to a scene for a pt (age and gender unk) who was in ventricular fibrillation. The medics turned the device to automatic mode, and connected the pt to the three lead ECG electrodes, and the anterior and posterior multi-function electrode stat padz. The device confirmed ventricular fibrillation. The medics shocked the pt at 200 joules. The medics then attempted a second fibrillation at 300 joules, but they allege that the unit would not charge. The medics then confirmed that the device was in manual mode, that the leads were attached securely, and that the charge setting on the device was correct. The unit was turned off and on and defibrillation was again attempted. The device then charged, and when the discharge button was depressed the charge was dumped. The device battery was then changed, but the unit would not charge rapidly. After the charge button was depressed 4 or 5 times the unit charged and worked correctly. No further defibrillation was necessary, as the pt was converted to a rhythm with a pulse. There was no adverse effect on the pt.